Manufacturer narrative:
The subject device was returned to olympus (B)(4) but has not been returned to omsc. Olympus (B)(4) checked the subject device for evaluation. It could be confirmed the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at olympus (B)(4), it was found the dirt inside the light guide lens of the subject device. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus korea (okr) but has not been returned to omsc. Okr found dirty inside light guide lens and a trace of physical stress as scratches on the light guide lens. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc could not conclusively determine the cause of the reported phenomenon. However based on the report of olympus korea and past similar case, omsc surmised there was the possibility this phenomenon could have occurred as the gap was generated at the light guide lens glue by physical stress or something like, which led dirt inside light guide lens.